Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons and they had to be pushed twice. The customer's blood glucose level was unknown at the time of the incident. It was reported that 90% of the buttons respond. The customer stated that battery life may last about a week depending on the battery and the insulin pump had rejected new battery. The customer also reported lots of scratches on the screen. The device will not be returned for analysis.